Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 591 mg/dl. The customer was hospitalized because sets were not working. The customer was in intensive care unit and treated with intravenous drip. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.